Event description:
The patient reported that subsequent to exposure to a theft detector or security gate at the entrance to kohl's department store, the patient had experienced a shocking or jolting sensation. The therapy had been turned on during the environmental exposure; the patient had felt an increase in stimulation. Follow-up was anticipated; the patient would have his system checked within a week by the representative. The representative reported the device had been on during patient exposure to a security gate. Additional information has been requested from the physician.

Manufacturer narrative:
.